Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra soft lancing device cap was broken. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt said the lancing cap issue started in the morning on the same day. It is not known whether the pt was able to obtain a blood glucose reading at the time of concern. The pt took her usual dose of diabetes medication, novolin 25 units and r insulin 12 units in the am and novolin 10 units and r insulin 9 units in the pm. At an unspecified time after the lfs product issue occurred, the pt felt shaky, hot, sick at her stomach, and had spots on her eyes. The pt denied receiving medical intervention. Based on the info provided, there was no misuse of the product. The pt's products were replaced. The complaint is reported because the pt alleges the cap of her one touch ultra soft lancing device broke and it is not known whether the pt was able to obtain an actionable blood glucose reading. The pt reported having symptoms, including shakiness, a typical symptom of hypoglycemia, after the product issue began.